Event description:
It was reported that during a pm inspection, the 8800 system presented an intermittent hv register failure error on the c-arm. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an investigation. Based on information provided, the following component has been ordered. Generator interface pcb. It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional information is received that indicates otherwise, a follow-up report will be submitted as required.